Event description:
Philips received a complaint on the intellivue x3 indicating the speaker was defective. Audio was not confirmed. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, and it confirmed the speaker was defective and there was only a speaker inoperative message present. The customer was provided with a replacement speaker to resolve the issue. No further investigation or action is warranted at this time. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).